Manufacturer narrative:
Through follow-up it was learned that the patient's astigmatism was so great that the patient required a toric lens. There was no patient injury or incision enlargement. It was also reported that the patient has had no issues since the surgery. No further information was provided. Device evaluation: the device was returned to the manufacturer. Device inspection was performed with an unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The device issue could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as patient initially requested a toric lens; but then changed his mind. Patient then re-requested a toric lens implant; therefore, the symfony non toric lens was explanted. Additionally, the ora (ocular response analyzer) indicated a non toric lens for the patient; but then it was noted the patient needed a toric lens. The lens was replaced with a model zxt150u200, a symfony toric lens, the same diopter size. There was no patient injury reported. No further information was provided.